Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. The pump supplies were in use for more than 2 days with novolog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with insulin. Reportedly, a new cartridge was filled and loaded successfully. Customer¿s blood glucose level was 431 mg/dl.